Event description:
Pelvic inflammatory disease (provisional diagnosis) [pelvic inflammatory disease], upper uterine infection, cervix infected [uterine infection], tampon had been retained for five weeks, tampon was sideways and up against the cervix [foreign body trauma], tested positive for tss bacteria [bacterial test], fever, fever 102.7 [pyrexia], vomiting [vomiting], has felt weak/weakness [asthenia], not feeling well [malaise], device misuse (tampon in for 5 weeks, had no idea it was up there) [device misuse], had a time with gut last couple of days [gastrointestinal disorder], cervix inflamed [cervix inflammation], uterine contractions, cramping, uterine cramps [uterine spasm], exhausted, body fell like it has gone through labor again [fatigue], getting sick last few week, different symptoms like the flu [influenza like illness]. Case description: a consumer reported that they, an adult female age unspecified, used tampax tampon, absorbency and scent unknown and reported the following: her body expelled a tampon on (B) (6)-2009 that had been retained for the past five weeks, and she had no idea that it was in there, had fever and vomiting both beginning (B) (6)-2009 and has felt weak. The case outcome was: not recovered not resolved. No further information was provided. On (B) (6)-2009 drug and poison information center follow-up phone call: the consumer reported that she went to the emergency department on (B) (6)-2009 and tested positive for toxic shock syndrome. Treatment included a prescription for doxycycline and some other unspecified medications from the emergency department. The consumer mentioned that she was in bed and not feeling well. The consumer has a follow up appointment with a health care provider. No further information was provided. On (B) (6)-2009 safety follow-up phone call to consumer. A consumer reported that she used tampax tampon, lites unscented tampon and was diagnosed with pelvic inflammatory disease. Vaginal cultures showed the bacteria causing her infection from the retained tampon were the same bacteria found in toxic shock syndrome. The consumer reported that the retained tampon had gone sideways; she couldn't find the string, and the tampon was against the cervix which resulted in cervical inflammation and infection. Her fever was 102.7. The consumer reported she telephoned her naturopathic doctor on (B) (6)-2009, saw her doctor on (B) (6)-2009 at 11:00 and received naturopathic treatment as prophylaxis for yeast infections that may occur after antibiotic treatment. Her doctor instructed her to go to the hospital. The consumer arrived at the hospital by 3:00 on (B) (6)-2009 and had a pelvic examination, cultures, and blood work and was discharged the same day. Treatment included intramuscular and oral antibiotics. The consumer reported that she still is experiencing some mild cramping like labor contractions and is felling exhausted like going through labor again. The consumer also reported that she has been having gastrointestinal problems for the last couple of days. The consumer mentioned that she has consulted various physicians since her diagnosis. The case outcome was improved. Past medical history included: medical history - had two children natural childbirth with vaginal deliveries, medical history - nephrolithiasis, other products used previously without problems: yes - tampax tampon regular unscented, tampax tampons super unscented, tampax compak or compak pearl tampons unscented and tampax tampons unscented absorbency unknown. No further information was provided. On 14-may-2009 update: details revealed in a review of the initial contact of (B) (6)-2009. The consumer reported that she started experiencing uterine cramps at night on (B) (6)-2009. She has been getting kind of sick the last few weeks, different symptoms like the flu. No further information was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not received to date, therefore, unable to proceed with product investigation. Reason that the device has not been evaluated by the manufacturer: (B) (4).